Manufacturer narrative:
The investigation for the optical signal issue has been completed. Data logs show that 8 hours into the case the placement signal (ps) begins to drift downwards and eventually placement signal not reliable (psnr) dp out of range alarm is triggered with flow calculations disabled. Flows remain disabled for 1.5 hrs before returning. Cvp is also trending downwards at this time. On the returned product, both sensors found to be working. Optical 5s parameters in spec. Dp drift was not reproduced in a pressurized flow loop. Psnr alarm not reproduced. Pump passed electrical and voltage/signal testing. The root cause of the placement signal issues was most likely patient condition related; both sensors were reacting to the pump's environment, both sensors found to be within spec, and the ps issue was not reproduced in the lab. Added-d6a/d6bf6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 52-year-old male with a heart transplant was implanted with an impella rp for mechanical circulatory support. The placement signal for their device became unreliable during patient support. As a result of the noted issue, the decision was made to explant the pump. There was no patient harm.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.